Manufacturer narrative:
Concomitant medical products: etlw1613c124e stent graft implanted: (B)(6) 2017; esbf2814c103e stent graft implanted: (B)(6) 2017; etlw1610c124e stent graft implanted: (B)(6)2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device and leads were explanted due to erosion. No further patient complications have been reported as a result of this event.